Manufacturer narrative:
H3, h6: a software analysis was initiated. Individual system logs and archives were not provided, as the issue was confirmed not to be related to the navigation systems themselves. Based on this information, this was a non-software issue. No failure was found. Codes b01, c19, and d14 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was not with the navigation system. The issue stemmed from the imaging department from the beginning. The original discs from the imager were working fine, but when they get reburned, they are having issues with them with electronic picture archiving and communication systems (pacs), and also the discs itself. This issue was only occurring with an off-site computed tomography (CT) magnetic resonance imaging (MRI) image.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6); product type: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735762; lot # 2.1.0 h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that system was partially downloading patient exams. Of the 200+ slices in the image, only 20 or so make it onto the system. Issue persisted across multiple exams and multiple systems on the same network. There was no patient involvement. Troubleshooting was performed. It was noted that the wi-fi at the hospital was having issues that day, as they got kicked off of a call earlier. It was later noted that the issue does not stem from network bandwidth. The system had no problem downloading images from cranial patients. The issue lied in the discs in which the ent patients are scanned from. The manufacturer representative (rep) noted that the discs contain extra files that they are currently investigating that prevent the entire image from being downloaded. They confirmed that the files were the root cause, as the missing slices persist even when trying to download the patient image directly from the disc.